Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead became stuck, and could not be withdrawn. The patient was placed in a supine position, and the left subclavian vein was punctured under 1% lidocaine local anesthesia, and two venous channels were successfully established. A 4 cm incision was made 1 cm at the lower margin of the left thoracic clavicle, and the subcutaneous tissue was separated from the fascia layer by layer to make a skin capsule. The lead was implanted along the subclavian vein passage. The lead could not cross the tricuspid valve with the position adjusted, and the helix became fixed (stuck). Upon examination by dr. (B)(6) of the ultrasound department, it was observed that the tip was roughly fixed in the space above the tricuspid valve. The physician attempted to detach the lead in an attempt to reposition it, but after repeated attempts, it could not be removed. As a result, the procedure time was prolonged. In order to avoid further complications, the decision was made to surgically abandon (cap) this lead. The procedure was completed by implanting a competitor's lead. No adverse patient effects were reported.